Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 12°, hd, autoclavable had a sheath pin damaged. The issue was found during a therapeutic urological electrosurgery procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The customer reported, that the guide pin was damaged. Since, the reported telescope had not been returned to olympus. No results of a physical device inspection are available. Additionally, the reported fault pattern indicates, a cause most likely attributable to excessive force, but a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.